Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing due to myopotential noise. No inappropriate therapy was delivered. X-rays were performed which leads to the electrode being positioned incorrectly after an unrelated procedure, however, it has not been confirmed as additional x-ray are required to be certain. Further evaluation of the system and troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.